Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 2017-mar-01 from a health care professional (hcp) and a manufacturer¿s representative (rep). It was reported that the patient¿s pump was empty as a result of the patient¿s noncompliance with the refill protocol. The patient was released from the previous practice for non-compliance. The issue was not resolved at the time of this report and no actions/interventions had taken place yet. As troubleshooting related to the empty pump, pump interrogation showed empty pump reservoir alarm with alarm sounding. The patient expressed desire to have the pump removed and was to discuss with physician. It was reported that the patient had a medical history of back pain.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) and a manufacturer's representative (rep) regarding a patient receiving clonidine, lidocaine, and morphine all of an unknown concentration at an unknown dose via an implantable infusion pump for non-malignant pain, chronic low back pain, and spinal pain. It was reported that the patient had been discharged by his managing physician. As of (B)(6) 2017 the patient's pump had been empty for about a week and the patient was going through withdrawal. The patient had already been to the emergency room (ER) the other day for the withdrawal. The patient needed a healthcare professional (hcp) in (B)(6) to refill the pump and he could not go back to the hcp in (B)(6) who put it in. Patient stated that his previous managing hcp who had since dismissed him was giving the patient "extra medication that was causing seizures." The patient did not know which medication and stated he was "put on tramadol and some other one with codeine and caffeine in it" and didn¿t know "why anyone would have extra medication when they have a pain pump." These seizures began in end of (B)(6)2016 and patient had since had another one and another one the other night in which the patient wet himself. On (B)(6) 2017 the rep reported that the patient was supposed to have his pain pump refilled but he never showed up to the his pain physician appointments. The patient stated he had a pain management in (B)(6) what would refill his pump. The rep was not aware of any environmental/external/patient factors that may have led or contributed to the empty pump. Per the pump logs the patient's low reservoir alarm occurred on (B)(6) 2017 at 9:20 and empty reservoir alarm occurred at (B)(6) 2017 at 9:28. The patient wanted his pump refilled. On (B)(6) 2017 the patient stated he talked with a rep last week at the hospital and wanted to find a hcp to remove the pump as it was still beeping and empty and the patient had withdrawal and returning pain. The patient wanted everything removed as it was just too many problems to keep the devices in and claimed the rep never called the patient back. The patient stated he was going to see the original implanting surgeon on (B)(6) 2017 if he can get there.